Manufacturer narrative:
(B)(4). Physio-control evaluated the device observed that the device remained locked in a boot cycle. The device could however not be caused to lock-up again during further testing. Except for an unrelated issue with the readiness indicator flex cable assembly, proper device operation was observed through functional and performance testing. A replacement device was provided to the customer under warranty.

Event description:
The customer had contacted physio-control to report that their device showed a service wrench icon in the readiness display. During device evaluation, physio-control observed that the device remained locked in a boot cycle. The device could only be powered off by pulling the battery from the device. There was no patient use associated with the reported event.